Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Blood was found at the connection between the balloon handle tail and the coaxial umbilical cable, so the cryoablation was immediately stopped. The balloon was withdrawn from the patient¿s body through the sheath, and a large amount of blood was found inside the balloon. The balloon, electrical umbilical cable, and coaxial umbilical cable were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 203cx product type: coaxial umbilical cable product ID: 2035u product type: electrical umbilical cable product event summary: the data files containing images and data files were returned and analyzed. 2 patient file(s) received and recorded on the reported date of the event. The patient file #1 showed 1 application was performed using a catheter identified as 2af283 of lot number 24108. Patient file #2 showed 6 applications were performed using a catheter identified as afapro28 of lot number 22960. Patient file #1 showed system notice 50012 (the refrigerant delivery path is obstructed) during transition phase at application #1. Patient file #2 didn't show any system notice on the reported date of the event. The failure file has not been received. Returned images from the field showed a system notice 50006 was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Triggered on a condole screen, console serial number and date not shown. The next imaged showed 2 used balloon catheters with presence of blood inside balloon, lots and serial numbers couldn't be verified. The third imaged showed presence of blood inside balloon catheter coaxial connector, lot and serial number not visible and the fourth image a coaxial umbilical cable with blood on the ground. In conclusion, the report visible blood was confirmed through data and image analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.